Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Manufacturer narrative:
No product to return.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 512 mg/dl and 223 mg/dl (nano system 1) and 220 mg/dl (nano system 2). The customer delivered 35 units of insulin following the result of 512 mg/dl. No adverse event was reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.